Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer treated high blood glucose with insulin drip. Customer stated that the insulin pump received motor error alarm during rewind. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. The pump also passed off no power alarm test. The pump was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test, excessive no delivery and the dat due to prime anomaly. Unable to complete the functional testing and test for motor error alarm due to prime anomaly. The following were noted during visual inspection: minor scratched display window and scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. Unable to upload to carelink, problem isolated to the electronic assembly. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below when reviewing the history download. There is no data available in the pump history file due to the pump was stored for an extended period without a battery. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 19-aug-2022 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 19-aug-2022 in the pump history file due to no data available. However, the motor was tested outside of the pump and passed. Unable to complete the functional testing due to prime anomaly. Unable to confirm alleged hyperglycemia (high bgs). Motor error alarm unknown. Unable to prime confirmed. Unable to upload to carelink confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.